Manufacturer narrative:
Correction: section a4: weight should have been listed as 215 lb rather than 200 lb. Correction: section h6: patient code should have been 1735 rather than 1994.

Event description:
Related manufacturer reference number: 3006705815-2020-02924, 3006705815-2020-02925, 1627487-2020-23065, 1627487-2020-23066. Additional information found that while the physician went in to replace the ipg, the physician found infection at the ipg and lead site and decided to explant the system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is experiencing pain at the ipg site. Blood work confirmed no infection. Surgical intervention may take place at a later date to address the issue.